Event description:
It was further reported that failure to capture in the lv lead was observed. The lead remains in use despite the variable and increased capture thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a gradual rise in pacing thresholds in the chronic left ventricular pacing lead. Device reprogramming was done and the lead remains in use. The patient was reported to be enrolled in the (B)(4) study. No patient complications were reported as a result of this event.